Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2020, during a follow-up in hospital, the patient reported experiencing low flow alarms. Log files were reviewed and the low flow alarms were confirmed. The patient was then evaluated. A transthoracic echocardiogram (tte) showed the inflow cannula pointing towards the lateral wall. The low flow alarms were correlating with suction events due to the inflow cannula positioned towards the myocardial wall. The hospital requested a system controller software upgrade for a low flow threshold of 2.0 liters per minute. In the request form, the physician noted that the patient has a small ventricle. The tte also showed recovering of the patients heart compared to the implantation and the patient was to be evaluated for weaning. It was later reported that it was not possible to wean the patient at the time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a malpositioned inflow cannula could not be confirmed through this evaluation as the device is not available for investigation and no images were provided. Additionally, the report of low flows was confirmed via review of the submitted log files. Per the center, the low flow alarms correlated to suction events of the inflow cannula positioned towards the myocardial wall. It was reported that the patient was experiencing low flow alarms and the patient was evaluated. Transthoracic echocardiogram (tte) showed recovery of the patient¿s heart compared to the implantation and an inflow cannula pointing to the lateral wall. The patient was evaluated for weaning and it was determined that it was not possible at the moment. Low flow software 1.5.2 was successfully installed on the patient's system controllers on (B)(6) 2020. The alarms reportedly resolved after the controller software upgrade. The patient remains ongoing on vad support and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2020. The heartmate 3 lvas instructions for use (IFU) explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This document also outlines the steps to reorient the pump. In addition, this IFU explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. This IFU and the heartmate 3 lvas patient handbook explain all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.